Event description:
As reported by the field clinical specialist (fcs), the patient previously underwent implantation of a 26 mm sapien 3 ultra valve in the aortic position. The valve subsequently developed stenosis, and a valve-in-valve transcatheter aortic valve replacement (tavr) procedure was performed approximately 2 years later with a 23 mm sapien 3 ultra resilia valve. During deployment of the 23 mm sapien 3 ultra resilia valve, the balloon ruptured upon full inflation of the delivery system. The balloon was successfully withdrawn through the esheath+ without issue. The physician then performed post-dilation with a 23 mm true balloon to ensure the valve was fully deployed. The device is being requested for return.

Manufacturer narrative:
D4: device UDI- (B)(4). Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.